Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump unexpectedly turned off. The patient experienced a profound drop in blood pressure with a mean arterial pressure (map) down in the 20s for about 20 seconds until the problem was identified and the flow was re-established. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's perfusionist, the operation was a myomectomy, arterial ventricle replacement (avr) and replacement of the ascending (asc) aortic (ao) aneurysm. The team had given a re-dose of cardioplegia (cpg) and the surgeon was repositioning the cross clamp after completing the distal anastomosis of the asc ao graft. The flow was ordered down during repositioning and the perfusionist resumed full flow bypass after the surgeon told him 'flow back up' while the blood pressure was recovering. The perfusionist was flowing around a 2.7/8 index to fill the patient back up. While watching the physiological monitor slowly increase there was a sudden marked decrease, first to 30 then down to 20. Anesthesia was asked to flush the a-line in an attempt to troubleshoot the sudden drop in pressure. When the perfusionist went to the manifold to bolus some phenylephrine and treat the hypotension, he noticed the reservoir volume had doubled to roughly 2 liters (l). The sudden increase in return from the suckers was not expected so the perfusionist looked down at the arterial pump which was still powered on but observed that there was no flow reading on the pump screen, nor was the pump spinning. There had been no noise, beep, or alarm that would have drawn his attention to the fact the pump was no longer spinning (pressure alarm, level alarm, etc.). The perfusionist immediately pressed the power button on the pump head and was able to resume flow which was increased to an index over 3 to return blood volume back to the patient and gave a bolus of phenylephrine. There was one more period of time a few minutes later where the surgeon requested the flow down to again test his anastomosis and the flow and blood pressure recovered without issue. There were no further issues during the rest of the case. After stabilizing the blood pressure, the perfusion records were checked, and the only alarm messages were from set-up/prime/safety testing and the event was not captured on the perfusion record. The field service representative (fsr) could not duplicate the reported complaint. The roller pump was replaced as a precaution. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2025, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass whereby a 6-inch roller pump unexpectedly turned off. The roller pump was in the arterial position. The pump suddenly shut off around 12:13 or 12:14. The operation was a myomectomy, aortic valve replacement (avr), and replacement of the ascending aortic aneurysm. The patient experienced a profound drop in blood pressure (bp) with a mean arterial pressure (map) down in the 20s for about 20 seconds until flow could be re-established. The timeline of events is as follows: redosing of cardioplegia (cpg) had just been given, and the cross clamp was being repositioned after completing the distal anastomosis of the ascending aortic graft. The flow was ordered down during repositioning. Full flow bypass was resumed after the physician ordered to turn the flow back up. While the bp was recovering, the flow was around a 2.7/8 index to fill the patient back up. While watching the physiological monitor slowly increase, there was a sudden marked decrease first to 30 then down to 20. The a-line was flushed in an attempt to troubleshoot the sudden drop in pressure. The perfusionist noticed when he went to the manifold to bolus some phenylephrine and treat the hypotension that the reservoir volume had doubled to roughly 2 liters (l). As such sudden increase in return from suckers was not expected, he looked down at the arterial pump which was still powered on but there was no flow reading on the pump screen, nor was the pump spinning. There had been no noise, beep, alarm, or anything that would have drawn attention to the fact that the pump was no longer spinning (pressure alarm, level alarm, etc.). He immediately pressed the power button on the pump head and was able to resume flow which increased to an index over 3 to return blood volume back to the patient and a bolus of phenylephrine was given. There was one more period a few minutes later where the surgeon requested the flow down to again test the anastomosis and the flow and the bp recovered without issue. There were no further issues during the rest of the case. The messages were checked on the central control monitor (ccm) and the alarm messages only displayed the last alarms during setup/prime/safety testing. There was no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Updated blocks: b1, b2, and b5. The service repair technician (srt) replaced the roller pump module board. The unit operated to the manufacturer's specifications.